Event description:
During a pfa/af procedure, transseptal puncture was attempted and the dilator was punctured. When positioning the agilis and dilator on the fo, the dilator was bent a little and the brk punctured the dilator. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.